Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter displayed an error 4 message. On (B)(4) 2011 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began during the month of (B)(6) 2011 (exact date and time unknown). The patient reported that after obtaining an 'er4' message with the subject meter, she decided to stop using the meter, although the patient reported that the meter continued to provide blood glucose results that she thought were accurate. The patient reported that she manages her diabetes with insulin (self adjust). The patient further stated that she 'went on a holiday' from her diabetes routine due to the issue. The patient reported that at an unknown date and time after the start of the product issue, she 'passed out' due to the product issue. The patient stated that she was hospitalized for several days as treatment due to the product issue (exact treatment is unknown). During troubleshooting, the cca confirmed that the patient was using the proper testing technique. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient. While it is unknown if the meter issue directly contributed to the patients hospitalization, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.